Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that during an injection with juvederm volbella® xc, the product cracked as the needle was screwed in. No patient contact was made, and there was no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Additional information:

Event description:
Healthcare professional reported that during an injection with juvederm volbella® xc, the product cracked as the needle was screwed in. No patient contact was made, and there was no injury to patient, staff, or injector. The packaged needle was used.